Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported partial clip movement appears to have been a result of patient morphology/pathology. The reported device damaged by another device (dislodged) appears to have been a result of user technique/procedural conditions. The reported single leaflet device attachment (slda) was a cascading event of the reported device damaged by another device (dislodged). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the partial clip movement, damaged by another clip causing a single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, the clip showed some clip movement in the posterior leaflet. A second cds was advanced to stabilize the first clip, but the clip became caught in chordae. Troubleshooting was performed and while freeing the clip, the clip interacted with the first clip which caused it to completely detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was deployed successfully treating the slda. Two clips implanted, reducing mr to 2+. No additional information was provided.